Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not properly delivering insulin during bolus delivery. Reportedly, the pump delivered "differing amounts of insulin to cover carbs and correction boluses at differing times." There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.